Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the helix failed to extend after being retracted only once. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; the full lead was returned for analysis. The distal conductor was fractured (overstress). The helix was disengaged from the helical channel and blood was observed in/on the helix mechanism. There was a deformation/fracture in the 5 cm proximal section of the inner coil.

Event description:
It was reported that during the implant attempt the helix failed to extend after being retracted only once. The lead was not implanted. No patient complications have been reported as a result of this event. A 3500a was later received from the facility.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. This supplemental is based solely on the receipt of a 3500a report.